Event description:
Additional information received from the manufacturer representative reported that the patient was diagnosed with pneumonia and an infection. The device was explanted and discarded on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6); implanted: (B)(6) 2025. Product type- lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator 97715 intellis adaptivestim pain and lead 977c265 specify surescan was hospitalized after experiencing confusion, headaches, and was being tested for pneumonia, renal failure, and cellulitis on the right side near the implant. The cellulitis was described as marked and increasing in size. Additional signs and symptoms included device site infection, redness, swelling, and fluid discharge at the device site. The patient underwent testing for pneumonia, renal failure, and cellulitis. The device was fully explanted due to infection. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.